Event description:
Adverse event: procedure interrupted. Malfunction: bed issue. A laser operator reported the bed turned off while attempting to position patient for a laser enhancement procedure. The laser operator stated on authority from the surgeon that there was no harm or injury to the patient due to this event. At the time of the event, the surgeon was using a slit lamp to locate the edge of the pre-existing flap. The surgeon had not lifted the flap. After five minutes, they realized the surgeon may have accidently bumped the power switch underneath the headrest which caused the bed to power off. They were able to complete the procedure without further power issues or concerns.

Manufacturer narrative:
Determination of root cause: assessment: customer reported bed issue. It was reported that the bed turned off while attempting to position patient for surgery. Discussion with laser operator showed that the surgeon may have accidently bumped the power switch underneath the patient headrest, to have caused the bed to power off. The site was able to resume the case, paying attention not to make contact with the button, and were able to get through completing the case and there were no other bed power issues or concerns experienced that day. The territory manager (tm) was on site. He stated that he was unable to duplicate the reported error. Tm performed system verification (status record), and confirmed that the system performs to specifications. Conclusion: tm was unable to duplicate the reported error. The system performs to specifications. Root cause of the event could not be determined. (B) (4), for use when an appropriate device code cannot be identified - (B) (4)